Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown liner, unk; unk, unknown head, unk; unk, unknown shell, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05840; 0001822565 - 2017 - 05841; 0001822565 - 2017 - 05842.

Event description:
It was reported by patients legal counsel that the patient expired approximately two months post-implantation due to systemic septic infection, ulcers, uti, respiratory pneumonia, dyspnea, hypoxia and congested heart failure. Attempts have been made and additional information on the reported event is unavailable at this time.